Event description:
It was reported that the customer was hospitalized after being in a car accident. The caller stated that the accident was due to low blood glucose levels. The caller also stated that the insulin pump was badly damaged in the accident, and the customer cannot read the screen. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.